Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; the value of endografts in the surgical management of arterial lesions secondary to behçet disease henghui yin, songqi li, mian wang, zuojun hu, jinsong wang, chen yao, guangqi chang, and shenming wang http://dx.doi.org/10.1016/j.jvs. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in patients for the endovascular treatment of arterial lesions (aneurysm or occlusive/s tenotic lesions) secondary to behcet disease. The following adverse events were observed: graft infection, graft related artery rupture, lower limb gangrene, above knee amputation, femoral- femoral bypass, stent graft explantation, small intestine gangrene, reintervention.

Manufacturer narrative:
It was noted by the ja author that none of the adverse events were related to the devices. If information is provided in the future, a supplemental report will be issued.